Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the malfunction could not be confirmed, customer need clinical training, and no additional evaluation is warranted at this time. Based on the information available and the testing conducted, the cause could not be determined. The reported problem not confirmed.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device was unable to deliver the shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.